Event description:
Pt came in and had ktp laser tonsilloadenoidectomy. Tonsils were removed with ktp laser. At this point pt received a small, 1mm burn at the right corner of her mouth. The insulation on the bipolar forcep was found to have a small slit.